Event description:
Information provided to sjm indicated a 6f angio-seal sts plus was deployed following a pre-deployment angiogram. One month post-deployment, the patient was complaining of persistent right groin and leg pain. A follow-up peripheral percutaneous transluminal balloon angioplasty of the right femoral artery was performed following decreased blood flow revealed by a right femoral angiogram. It was reported the collagen had been deployed into the artery. The patient was discharged home in stable condition after the peripheral procedure restored blood flow.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.